Manufacturer narrative:
Outcomes attributed to adverse event should not be marked since patient outcome was full recovery.

Event description:
It was reported that the shaver did not work because the foot pedal was not recognized. The patient was under anesthetic and there was a 20 minutes delay. Patient appears to have suffered additional tourniquet pain due to the additional time under anesthetic. A backup device was available to complete the procedure with no patient injury. The outcome of the patient is fine full recovery.

Event description:
It was reported that the shaver did not work because the foot pedal was not recognized. The patient was under anesthetic and there was a 20 minutes delay. Patient appears to have suffered additional tourniquet pain due to the additional time under anesthetic. A backup device was available to complete the procedure.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. Complaint of functional failure was confirmed. A visual inspection was performed on the product and exposed and broken wiring was observed on footswitch cord. Complaint of failure for control unit to recognize footswitch was confirmed. Cause of functional failure is the damaged power cord. Cord damage was likely due to fatigue from repeated bending of the cable during extended use or a crushing or shear force induced on the internal wiring.